Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became damaged. Customer's blood glucose level was approximately 300 mg/dl. The customer was able to change the cartridge and successfully resume insulin delivery.